Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, all the keys were responsive to user presses. The keypad was removed and there was contamination found under all the key contacts. It was found that the battery compartment was found to be cracked and the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 25-sep-2018